Manufacturer narrative:
Batch review performed on 10.august.2021. Lot 172590: (B)(4) items manufactured and released on 15-may-2017. Expiration date: 2022-may-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implants involved: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 184049. Lot 184049: (B)(4) items manufactured and released on 3-jan-2019. Expiration date: 2023-dec-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 175043. Lot 175043: (B)(4) items manufactured and released on 19-sep-2017. Expiration date: 2022-sep-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0151 glenoid baseplate ø24.5x15 (k170452) lot. 175029. Lot 175029: (B)(4) items manufactured and released on 20-dec-2017. Expiration date: 2022-nov-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 179109. Lot 179109: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-mar-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0157 glenoid polyaxial locking screw - l14 (k170452) lot. 183687. Lot 183687: (B)(4) items manufactured and released on 19-sep-2018. Expiration date: 2023-sep-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0158 glenoid polyaxial locking screw - l18 (k170452) lot. 174281. Lot 174281: (B)(4) items manufactured and released on 13-nov-2017. Expiration date: 2022-nov-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event (it did not lead to a revision surgery).

Event description:
2 years and 2 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.